Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken and a scratched lcd lens. There was no evidence to review in the event history log. Functional testing was performed. Upon review, the reported problem was not able to be duplicated. It was determined that the most probable cause is an intermitted dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited a latch lock/cassette not attached alert. Patient involvement is unknown.